Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a dexcom g7 after eating a meal without announcing it; the highest continuous glucose monitor (cgm) value was 332 mg/dl and a confirmatory glucometer reading was 348 mg/dl, and the user also previously received an alert that resolved after a supply change and device restart. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included troubleshooting education on proper meal announcements and a device restart with supply change. Investigation of this case revealed that the high glucose was associated with a missed meal announcement rather than a device malfunction, and the alert was resolved through standard use actions. It was concluded, based on previously established findings for similar reports, that user-related factors related to missed meal announcement were the most likely cause.

Manufacturer narrative:
Initial.